Event description:
Caller reported experiencing more than three malfunctions with the pump over the past two days, successfully resolving each issue independently by resetting the pump and continuing insulin deliveries. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.